Manufacturer narrative:
(B)(4).

Event description:
It was reported that communication issues occurred. Data was evaluated and the allegation was confirmed as a loss of connection over three hours was confirmed. The probable cause could not be determined. The reported allegation of communication issues is reportable based on the finding of a loss of connection for over three hours. No injury or medical intervention was reported.